Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for 00515047500 lot number 64119146, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that the battery part suddenly heated up and produced smoke. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product has been discarded and will not returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Discarded

Event description:
It was reported that there was a problem with the device during total knee replacement surgery. The battery part suddenly heated up and produced smoke. There was not any impact on patients regarding this problem. The item was discarded. No adverse events were reported as a result of this malfunction.